Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in office interrogation approximately 37 inappropriately stored ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes were noted due to oversensing of noise that occurred within an hour from seven months earlier. The noise led to pacing inhibition. Several electrograms (egms) of the events were sent into boston scientific technical services (ts) for review ts noted that of the egms available they all showed similar noise on rv and shock channel. Ts stated that there may have been noise on the right atrial (ra) channel also, however due to the fact that the patient was in atrial fibrillation (af) it was difficult to tell if there was noise on that channel. The patient received two inappropriate anti-tachycardia pacing (atp) but no shocks were administered. It was noted that there have been no episodes prior or since the stored episodes from seven months earlier. Since that time there have been appropriate ventricular tachycardia (vt) detections that were free of noise. All lead measurements were noted to be stable. Ts discussed that this type of noise points to an external source such as electromagnetic interference (emi), however the medical personnel did not know if there was an emi influence. They did mention the patient is technology savvy. Ts suggested that since the patient was in the office they should try to recreate the noise. The field representative attempted to receive additional information from the clinic with no success. The cardiac resynchronization therapy defibrillator (crt-d) and leads remain in service and no adverse patient effects were reported.